Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) below 50 mg/dl. The customer consumed carbohydrates and drank fluids with sugar to address the issue. Reportedly, the cause of low bg was due to customer being new to the pump and getting used to the personal profile settings. Customer reported working with health care provider to perfect profile settings.